Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced molding defect (short shot). The following information was provided by the initial reporter. The customer stated "the tubes have a molding defect. There is a physical defect inside of many of these tubes that prevents the probe from being able to sample the blood requiring a manual run on the analyzer."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced molding defect (short shot). The following information was provided by the initial reporter. The customer stated "the tubes have a molding defect. There is a physical defect inside of many of these tubes that prevents the probe from being able to sample the blood requiring a manual run on the analyzer."